Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh and caldera sling were implanted. The patient experienced multiple complications, including erosion, laceration to internal organs, dyspareunia, dysuria, extrusion, edema, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced chronic severe pelvic pain, extrusion, urinary problems, dyspareunia, and vaginal scarring. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient also underwent partial excision of vaginal mesh on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent partial hysterectomy due to sui and prolapse. It was reported that patient underwent revision hysterectomy and removal of scar tissue on (B)(6) 2009. It was reported that patient underwent revision of hysterectomy, rectocele repair, scar tissue removal and partial removal of mesh on (B)(6) 2011. It was reported that patient underwent cystectomy on (B)(6) 2012. It was reported that patient underwent ovariectomy on (B)(6) 2012 and (B)(6) 2013. It was reported that patient underwent complete removal of mesh on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent uterosacral vaginal vault suspension, and cystoscopy. It was reported that patient underwent a mesh removal on (B)(6) 2011 by (B)(6) and a mesh removal on (B)(6) 2015 by dr. (B)(6), m.d.